Event description:
The consumer reported the device never worked to help pain completely since implant and the patient had to continue to take oral pain medication. It was noted that oral medication for pain made breathing difficult for the patient. The implantable neurostimulator (ins) battery was depleted and there was no allegation of prematurity. The patient had another test run at the hospital and the consumer was out of pocket. Later, the consumer reported it was conformed that the battery had depleted and the patient had the settings turned up. They could not figure out where the pain was coming from and they had been to the doctor a number of times. The patient had both knees and hips replaced and now no other doctors would see the patient and they just kept giving her pain pills. It was noted the patient was diagnosed with fibromyalgia. The patient had gained weight because of the pain medicine and the steroid injections she got. The patient had met with the manufacturer's representative (rep) for reprogramming and had CT scans. It was unknown if they were going to replace the stimulator. It was noted the consumer often referred to the stimulator as laser therapy. The consumer still went to the pain doctor, but nothing new had been decided. Additional information from the consumer reported the battery stopped working and "moved around locations." Relevant medical history included chronic low back pain and spinal pain.

Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial# (B)(4), product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information was received from the patient and a health care professional (hcp) via a manufacturer representative reporting that the stimulator battery had reached end of service (eos). The patient did not want it replaced because they did not feel it was giving them adequate relief. The patient chose not to replace the battery but to have it explanted. The patient also requested that the battery be tested to verify that it was working without issue. It was unknown if external factors contributed to this event or what interventions were performed at this time of this report. The system was explanted on (B)(6) 2016. It was reported that the hcp should be contacted for any further information about this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they wanted their device removed from their body eventually.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from the patient. It was reported that the patient¿s physician was made aware of the stimulator moving at the patient¿s first appointment after the installation. The physician acknowledged that the battery location wasn¿t right as it was twisted and moved around some. After it was reviewed on several office calls, the physician mentioned that the device could be moved to another position but it was never done. It was noted that the patient also mentioned the issue to the lady who reset the program several times. No steps were taken to resolve the moving stimulator. The patient was just prescribed more oxycodone and they reprogrammed the unit which became less effective. The issues with the stimulator and depleted battery had not been resolved. To the patient¿s knowledge it, the cost to remove the device would be too much and ¿the question if it would not do any better would be a lot of pain for nothing.¿

Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Analysis of the implantable neurostimulator (ins) [s/n: (B)(4)] found the battery status ok and all functional tests were passed. Analysis of the implantable lead [s/n: (B)(4)] found the lead leg for electrodes #0 to #7 was not fully seated into the ins port. During analysis the system test (ins to cut lead) had good stable output on the electrode pairs that were active (group b) when the ins was received for analysis. When the system test was performed on all electrode pairs there was no output on any electrode pair that used electrodes #0, #3, #4, or #6. When disconnected each individual component passed functional tests. Also noted was environment assisted degraded insulation located at the distal end of the outer insulation on the lead leg for electrodes #0 to #7. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.